Event description:
It was reported that a pump did not pass the preventive maintenance flow rate accuracy test. The customer stated that the pump was programmed to deliver 50 ml at a rate of 200 ml/hr and the device delivered "well above 60 ml." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.